Manufacturer narrative:
Gehc will replace the flow sensors. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During a service visit, gehc service representative noted the unit had a flow sensor alarm. There was no report of patient involvement.